Event description:
Airline customer service reported the customer requested a hand security wand search but as they approached the security agent near the security gates the customer indicated they received a shock and burning sensation around the ipg device site and in the back. The device was turned down but not off. The customer did not require medical treatment at the time but the airline customer service agent contacted the manufacturer about the event and follow up with a physician was recommended to check device function. Follow up with the hcp reveals the pt reported the event and the device was checked three days after the event. The device was reportedly functioning and the pt recovered without sequela. A follow up report will be sent if additional information is received.